Event description:
It was reported that this inflatable penile prosthesis stopped working due to a fluid leak in the reservoir; however, its source was not detailed. A surgical procedure was performed, during which the cylinders and the pump were removed and replaced, the existing reservoir was drained and retained in the patient, while a new reservoir was implanted. There were no patient complications.